Event description:
Raina, m. S., singh, r. P. Episodes of status dystonicus in children with cerebral palsy - underrecognized entity. Developmental medicine and child neurology. 2013:31. Summary: the objective of the study was to present a case series of four quadriplegic cerebral palsy children who had repeated episodes of status dystonicus which were misidentified initially as epileptic seizures. Reported event: a (B)(6) boy with focal and/or generalised status dystonicus in the form of his jaw getting locked and/or stiffness of the whole body lasting for few hours to few days. He required hospital admissions during some of these episodes and got treated for suspected status epilepticus. He is being treated with trihexyphenidyl and stepping up the dose of intrathecal baclofen. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received. See attached literature article.

Manufacturer narrative:
(B)(4). It was not possible to match this event with a previously reported event. (B)(4).